Event description:
It was reported that tip detachment occurred. An unspecified size pt2 guide wire was advanced to the lesion. It was noted that the tip was dislodged into a small branch artery. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
Correction: the event date was corrected from (B)(6) 2013 to (B)(6) 2013. (B)(4).

Event description:
It was further reported via med watch that the physician used and advanced the device in the distal portion of the ramus artery. An unspecified non-complaint balloon catheter was used and inflated into the proximal lesion. The patient was transferred to "s & w" for foreign body removal the next day.